Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit containing multiple components for analysis. The guide wire will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed. Visual analysis revealed three kinks and one offset coil on the guide wire body. The distal j-bend was slightly misshapen. Microscopic examination confirmed the kinks. Both welds were present and were observed to be full and spherical. The kinks in the guide wire measured 25mm, 50mm, and 61mm from the distal weld. The overall guide wire length measured 601mm which is within the specification of 596mm-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.800mm which is within the specification of 0.788mm-0.826mm per guide wire product drawing. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle. Advancement of guidewire through arrow raulerson syringe may require a gentle rotating motion." The guide wire was advanced through the returned ars and 18 ga introducer needle. Major resistance was observed due to the kinking; however, the guide wire was eventually able to pass completely through the subassembly. A manual tug test confirmed that both the distal and proximal welds were intact. A de vice history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not withdraw guide wire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained three major kinks across the body. The returned guide wire met all relevant dimensional and functional requirements. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.